Event description:
Patient states this alarm started about 10 minutes prior to this call. Patient states the controller display shows: controller fault, call. This is a medium priority alarm on the hvad controller in which a controller component is malfunctioning but the pump is still working. The patient was brought to the emergency department at (B)(6) since it was after clinic hours. The controller was interrogated and log files sent of to the manufacture for analysis. It was determined the internal battery had reached end of life and the controller needed to be changed out. FDA safety report ID # (B)(4).